Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that they were experiencing some accuracy issues with the navigation system. Registration was good but when the healthcare professional (hcp) got to the frontal sinuses, he claimed it was not accurate and off by a few mm. Length of surgical delay was unknown. Impact on patient outcome unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version#: 2.1.0, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a functional endoscopic sinus surgery (fess) and that there was no surgical delay.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system proceeded to function as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: logs were reviewed which captured one session on the date of issue. As per the provided logs, the user was using the functional endoscopic sinus surgery (fess) and was able to do two successful registrations within the passing error metric of 5 mm; however, no errors or any abnormalities were recorded by the logs that could have resulted in the reported inaccuracy. Based on the information provided, archives are not available. Without exam archives, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Software version: 2.1.0. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.